Event description:
Pt emailed to report on and off infections. Follow up with the eye care practitioner (ecp) notes that they have not seen the pt since her last eye exam in (B)(6) 2011. They have attempted to contact the pt with no reply to date. Several attempts to contact the pt have been made with no reply to date.

Manufacturer narrative:
This is being filed as unconfirmed infection.